Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of unable to infuse is confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo was returned for investigation. The catheter extended up to the 53 cm depth marker. Use residue was observed through the extension tube of the catheter. The sample was flushed with water using a 12 ml syringe and was found to be occluded. Additional pressure resulted in a white residual material being dislodged from the catheter. Since the residual material was determined to be the source of the occlusion, the complaint is confirmed. The product IFU states, ¿flush the powerpicc solo2¿ catheter with 10 ml of sterile normal saline, using a 10 ml or larger syringe. Use of heparinized saline to lock each lumen of the catheter is optional.¿ a lot history review (lhr) of recp1236 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the device was connected to chemo, disconnected as the device was blocked. Clinician changed connections.